Event description:
Patient taken to pacu post-op, intubated and having spontaneous respirations. Et tube connected to single use disposable oxygenator device opened at the time of use. Within seconds the nurse noted the patient's color changed & appeared to be holding breath. Mda alerted - who was at bedside. Subcutaneous air noted in neck/face. Oxygenator removed - it "popped" off. Resuscitative efforts ensued to full extent but unsucessful and patient expired. Later it was noted that the oxygenator had a complete occlusion in the blow-by lumen of 1/4 inch thick opaque plastic. Autopsy indicated bilateral pneumothoraces and subsequent trauma/arrestinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.